Event description:
A ventilator was returned to the manufacturer for service due to the unit being unable to retrieve information from the thumb drive. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, a pressure sensor mismatch error was found in the device's event log. The device's system board, 3-way solenoid valve, machine flow sensor, and active exhalation control module were replaced to resolve the issue. Additionally, the proportional valve and machine flow sensor were sent to the product investigation lab (pil) for further testing. The lab was unable to confirm the alleged failure and there were no visual defects. Both components were installed into the pil trilogy evo test bed and the device ran with no unexpected errors. Pil concluded that the proportional valve and machine flow sensor operated properly.